Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal setup joint (psuj) was analyzed and in artemis, error 319 was found indicating node not present throughout universal surgical manipulator (usm) 4, including the psuj thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system in normal mode where it triggered same error thus replicating the event. The unit was then installed onto a patient side cart fixture test platform (pftp) where it failed the 3-node check during programming. A golden axes controller setup (acu) was installed and it passed the node check but failed the fiber power tests. A golden fiber was installed and unit passed all relevant tests with no errors. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a faulty axes controller setup (acu) printed circuit assembly (pca), as indicated by the failure analysis findings. The error 319 was confirmed and replicated during testing, and the issue was resolved by replacing the acu pca with a golden unit, which passed all relevant tests without errors. Additional context includes the initial replication of the error on a golden system and the failure of the 3-node check during programming, which further supports the conclusion that the acu pca was the source of the problem.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, the robotics coordinator (roco), contacted tech support to report prior to getting the patient in the room they had persistent arm 4 recoverable errors. After multiple restarts with no change they elected to abort the procedure to an open approach due to arm4 being unusable. Logs indicate error 319 originating from the proximal suj. The procedure was aborted with no patient involvement.